Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited non-physiological noise, low right atrial (ra) pacing impedance, right ventricular (rv) high out of range shock impedance gradually increasing, and left ventricular (lv) failure to capture. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data, advising that the non-boston scientific right atrial (ra) lead exhibited low pacing impedance (less than 200 ohms). The boston scientific, right ventricular (rv) lead exhibited high, shock impedance out of range, gradually increasing since (B)(6) 2024 (90 ohms to 140 ohms) and the non-boston scientific left ventricular (lv) lead exhibited failure to capture. The consultant recommended additional troubleshooting and programming options. All product remain implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This report is being submitted to update b5 (describe event or problem), and h11 additional MFR narrative).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device and non-boston scientific right atrial (ra) lead, exhibited non-physiological noise, and pacing impedance >200 ohms. The right ventricular (rv) high out of range shock impedance gradually increasing, and left ventricular (lv) failure to capture. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data, advising that the non-boston scientific right atrial (ra) lead exhibited low pacing impedance (less than 200 ohms). The boston scientific, right ventricular (rv) lead exhibited high, shock impedance out of range, gradually increasing since (B)(6) 2024 (90 ohms to 140 ohms) and the non-boston scientific left ventricular (lv) lead exhibited failure to capture. The consultant recommended additional troubleshooting and programming options. All products remain implanted. No adverse patient effects were reported. New information was received indicating that his crt-d device exhibited (3) episodes of anti-tachycardia pacing (atp) and (1) 41j shock. A request was made to have data from this device analyzed. Rhythmcare reviewed device data, noting arrhythmia started suddenly and during the atp episodes, atrial frequency > a fib (180 bpm). The atp was not able to correct the arrhythmia, resulting in 1 41j shock with normal rhythm returning. Rhythmcare provided recommendations for monitoring the patient closely. All products remain implanted. No adverse patient effects were reported.